Event description:
Surgeon needed to use cystoscope. No image was available on the video monitor. Equipment and instrument connections were verified. Noted that tower is defective and necessitates turning the monitor off and on to obtain an image.device #1is this a laboratory device or laboratory test?no.